Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) in a patient (B) (6). As the delivery system was back-loaded onto the hydra guidewire a piece of loose metal was pushed out of the exchange port, which is outside the patient, by the guidewire. The physician decided not to use the device. The procedure was completed with another rapid exchange biliary stent system without any complications to the patient, who is reportedly in stable condition post-procedure. After the loose metal piece exited the exchange port, the physician examined the suspect device. He noted that neither the stent device nor the guide/pull wire were broken. He believes that the "loose metal piece" fragment may have been part of the internal stent deployment slider mechanism although this could not be confirmed.

Manufacturer narrative:
(B) (4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).